Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation. Review of the device logs showed messages indicating the customer's report. However, the device was put through extensive testing including bench testing, functional testing and ECG stress testing without duplicating the report. The returned multifunction cable passed all testing. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.